Event description:
During the eval of a returned spectrum infusion pump, 224 occurrences of "air-in-line" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The air-in-line alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.